Manufacturer narrative:
Device lot number corrected from 18413086 to 18519479. Device expiration date corrected from 09/30/2018 to 10/31/2018. Device manufactured date corrected from 09/19/2015 to 10/19/2015. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded and there was blood in the lumen. Microscopic and tactile examination revealed numerous kinks in the hypotube. The shaft was separated 35cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm maverick²¿ balloon catheter was selected for use to dilate the lesion. However, when the device was unsheathed from its plastic hoop, the balloon catheter snapped into two. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm maverick²¿ balloon catheter was selected for use to dilate the lesion. However, when the device was unsheathed from its plastic hoop, the balloon catheter snapped into two. No patient complications were reported.